Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The instructions for use for the coronary oas warn: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." (B)(4).

Event description:
A diamondback coronary atherectomy device (oad) and viperwire guide wire were selected for treatment of a 98% stenosed, heavily calcified lesion in the proximal circumflex artery. Eight treatments were performed. On the last treatment, the oad was advanced too far and contacted the viperwire spring tip. The viperwire spring tip fractured. A balloon was used to direct the spring tip fragment into a small branch. The procedure was completed with stent placement, and the fragment remained in the patient.